Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges alert/error is missing on pump. Caller reported pump has shut down with no alert or error prior. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.